Event description:
Maude report: in 2006, underwent total right hip with no complications. In 2009, underwent a total left hip, which continued to have pain. Xrays showed right hip partially out of socket and revised in 2010. As of today, I have severe pain in my left hip. In the process of cobalt and chromium test and meeting with doctor. Update: 9/15/2011 - litigation papers received. They allege that bilateral patient was implanted with a pinnacle mom hip implant on her left side on or about (B)(6) 2009, and on her right side on or about (B)(6) 2010. They mention high metal ions, severe pain, discomfort, and inflammation in her left thigh and groin, as well as periodic clicking in her left hip. She has pain and limited range of motion in both hips.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 3/27/2013- pfs and medical records received. Part/lot was provided. A dor was provided for both hips. The right side was revised fpr subluxation of the head, instability, malpositioned cup, and a worn liner and a loose liner fragment. The left hip was revised for metallosis, malpositioned cup, impingement of the femoral neck and cup. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Medical records and revision surgical report noted metallosis, gray fluid in capsule, elevated metal ions with cobalt greater than 7 parts per billion and chromium just below 7 parts per billion, dents in the femoral neck related to impingement on cup, malposition of the cup, and a healing osteophyte avulsion. The doi was provided. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, pfs and medical records received. Ppf and pfs alleges pain, limitations which affect daily activities and elevated metal ions. After review of medical records for MDR reportability, the patient was revised to address failed left total hip replacement-metallosis. Revision notes reported grayish fluid from the hip joint, scar tissue, impingement of the neck and minimal bone loss on the acetabular shell. Clinic visit stated that the patient had discomfort, stress, pain, difficulty walking, unable to sit or stand, and elevated metal ions. Lab result shows above 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.